Event description:
In 2006, the lay user/reporter contacted lifescan on behalf of the lay user/patient, alleging that her one touch ultra meter was reading inaccurately low. The technical service representative (tsr) contacted the patient to obtain/verify information, but the patient was unwilling to provide substantial details. The reporter mentioned that the patient tested in the morning and obtained a 1.9 mmol/l on the reported meter. Less than 1 minute later, the patient obtained a 3.9 mmol/l on another one touch ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 1.7 mmol/l. The reporter also initially alleged that the patient went to the hospital due to the meters inaccuracy. However, the tsr obtained the following information: approximately 1 month ago, the patient obtained a 7 mmol/l (converts to 126 mg/dl) sometime before noon on the day she had been feeling weak and eventually passing out (customer refused to provide time difference). Her nurse had contacted the paramedics. No information was provided on whether the paramedics tested her and if so, what the readings were. She was diagnosed with hypoglycemia and administered "IV of some sort". She was not transported to the hospital. The patient had been maintaining a normal diet, administering 30 units of rapid insulin in the morning and with dinner, and 40 units of nph in the morning and at bedtime. The reporter confirmed that the unit of measurement was set correctly. He was unable to verify, whether the calibration code was set correctly, if the test strips were expired, stored improperly, or opened longer than the discard date. The patient had been using the correct testing technique and using the correct technique for cleaning the puncture area. The meter, control solution, and test strips were replaced. Although important clinical information is lacking from the day of concern, this complaint is being reported as an adverse event due to the following conclusion: the patient obtained a relatively normal blood glucose result (7.0 mmol/l-126 mg/dl), passed out, was diagnosed with hypoglycemia, and administered IV treatment by the paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.